Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. Patient's mother stated that the pod was causing pain at the site prompting the removal prior to visiting the doctor on (B)(6) 2026. The infusion site was reported to have purulent discharge, redness, pain and swelling. During the doctor's visit, the patient was diagnosed with an infection of the pod site. The patient was treated with antibiotics and advised to use flonase.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.